Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the event of peritonitis. There was a breach in aspect technique resulting in peritonitis. A temporal relationship exists between the event of peritonitis and the patient¿s pd therapy. Based on available information a definitive cause of the peritonitis is unknown. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
This is a report of a patient who experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient¿s peritoneal dialysis registered nurse (pdrn) reported that the patient¿s pd effluent culture resulted positive for staphylococcus epidermidis and the patient was diagnosed with peritonitis. The patient was treated with vancomycin and ceftazidime. The pdrn stated that the cause of the peritonitis was touch contamination. The patient continued pd therapy while recovering from the event. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.